Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had a component issue. The knife broke during use on a patient, that the knife of the instrument came off the track and was exposed during the first bite of use. Another device was used to complete the procedure. No patient injury.

Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The customer reported the device's knife blade was exposed. The reported condition was confirmed using the provided picture, however, without the actual device the evaluation could not determine what caused the reported issue of the complaint. The investigation could not determine the root cause of the customer's report based on the picture samples sent. If the actual sample is received, additional evaluation will be performed and a follow up report will be submitted. If information is provided in the future, a supplemental report will be issued.